Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted during a procedure on (B)(6) 2010. According to the complainant, the patient presented with pain, scarring, adhesions, bowel and urinary dysfunction, infection, foreign body rejection, erosion, contraction, hardening, nerve and soft tissue damage (date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.